Event description:
It was noticed that the weldment of the stand aid's arm has disassociated. No pt was involved in this incident.

Manufacturer narrative:
We were notified of this incident march 25, 2015. The unit has been returned april 24, 2015 for investigation. This investigation is still in process. Upon completion of the investigation, a more complete report with root cause and corrective actions, if applicable, will be provided.